Event description:
It was reported that it was very difficult to close the locking mechanism of the pump during implant. The surgeon needed several attempts to insert the pump deep enough into the ring to be able to close the locking mechanism properly due to difficulties to retract the mechanism far enough. The surgeon used the surgical tool to open the locking mechanism and tried again. A blockage due to tissue or other materials in the locking area and around the apical cuff was excluded. In the end the surgeon pulled the locking mechanism open with force while inserting the inflow in the apical cuff. Finally the pump could be locked.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.